Event description:
Received medwatch report via FDA medical products reporting program report ID: 51963-1009797. The report indicated that initial reporter had received implants and been diagnosed with a variety of conditions after implantation. These conditions include chronic fatique syndrome, myositis or polymyositis, headaches, heat or cold sensitive, etc. The devices were explanted approx 8.5 yrs after implantation.